Event description:
Customer reports obtaining results of 115 mg/dl and 14 mg/dl within 2 minutes on the same device. The device memory recorded results of 151 mg/dl and 115 mg/dl, but customer insists that the device read 14 mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.